Event description:
It was reported the pt's ipg was explanted and replaced with a smaller ipg in a different location due to the ipg being in an uncomfortable location. Post-op, the pt is "doing fine and is pain free".

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.